Event description:
The mixer handle was stuck and would not turn. There was no adverse consequence for the pt.

Manufacturer narrative:
Additional information:additional information received from the medical director indicates that this event is not likely to cause an injury to any patient if it were to recur. This event is therefore not reportable under MDR.